Manufacturer narrative:
System analysis/service repair on october 02, 2015: the report of fiber life mode could not be duplicated. The system was tested and verified to specification.

Event description:
It was reported that during a prostate procedure, the fiber was damaged. When the second fiber was installed, the console was in fiberlife mode and fiber temperature was on the screen. Surgery was stopped with console and the procedure was completed using an alternate procedure (turp). Additional information wasn't reported.